Manufacturer narrative:
The reported product is an unknown baxter derma close product. Literature article: mackay, b., j., dardano, a., n., klapper, a., m., parekh, s., g., soliman, m., q., and valerio I., l. ¿multidisciplinary application of an external tissue expander device to improve patient outcomes: a critical review¿. Advances in wound care. 2020 sep;9(9):525-538. Doi: 10.1089/wound.2019.1112. Epub 2020 feb 19. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which a patient underwent an anterolateral thigh (alt) flap with use of dermaclose for continuous external tissue expansion. It was reported one week after closure, the patient experienced necrosis of the rectus femoris muscle. The cause of the event was not reported. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.